Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was stuck on a blue screen, and the user was unable to use the device. A technical support specialist transferred the remote support specialist update agent folder from another pyxis anesthesia es device and rebooted it to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia es system, it got stuck on a blue screen and the med application did not launch when being set up for surgery. The customer reported that the pharmacist was unable to use the device due to this malfunction, but there was no delay in the surgery schedule. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the pyxis anesthesia es system, it got stuck on a blue screen and the med application did not launch when being set up for surgery. The customer reported that the pharmacist was unable to use the device due to this malfunction, but there was no delay in the surgery schedule. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station screen was stuck on a blue screen, and the user was unable to use the device. A technical support specialist transferred the rss update agent folder from another pyxis anesthesia es device and rebooted it to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.